Manufacturer narrative:
The unit was received with intermittent button response due to a corroded keypad. No button error alarms noted. The unit was received with minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated that he accidentally sat on his insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.